Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms which resulted in a lead safety switch. Oversensing of noise was also observed and could be reproduced when the patient came into the clinic. An x-ray was taken and showed no visible abnormalities with the rv lead or implanted system. Despite this, the physician believed the rv lead might be fractured. There were no reports of pacing inhibition or asystole and no intervention has been performed at this time. The rv lead continues to remain implanted and in service. No adverse patient effects were reported.